Event description:
Malfunction: bed would not move. An ophthalmic technician reports that the facility has been having powering off issues, intermittently. The patient involved in this event was having prk done on the left eye only. The bed would not move following the previous patient's surgery. This patient was carefully placed under the laser and the surgery started. Once the surgery was completed, the patient was carefully moved out from under the laser. The current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).